Event description:
It was reported that there was an air leak. The fault occurred while checking before in use with the patient. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. No abnormalities in the appearance of the product related to the reported event could be confirmed. Functional testing was performed. It was confirmed that there was a gas leak from inside the main unit, verifying the customer's complaint. The cause is a leak from the variable relief valve and demand valve assy. The spontaneous breathing valve assembly and demand valve assy were replaced to correct the issue. P200dnamb device passed all the functional & performance tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.